Event description:
After perforation from stomach to right hepatic duct and dilation, the physician tried to place the stent, but the stent was pulled into the hepatic duct during the deployment, resulted in intraperitoneal stent placement. Another was used but also resulted in intraperitoneal stent placement as well and emergency operation for pulling the other stent into the stomach. The physician commented that the stent tip got shaped like balloon and the stent was pulled in even though the physician was pulling the delivery system during deployment. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that during placement the stent was pulled into the distal side, and the stent tip got shaped like balloon. Based on the attached photo, it was confirmed that the distal part of the stent looked to the shaped like a balloon. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Eus-bs stent is intended to maintain a punctured fistula between a gastrointestinal tract and a biliary tract in endoscopic ultrasound-guided biliary drainage. Deployment can be difficult due to pressure generated by patient's lesion during deployment. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the description "after perforation from stomach to right hepatic duct and dilation, the physician tried to place the stent, but the stent was pulled into the hepatic duct during the deployment, resulted in intraperitoneal stent placement. Another was used but also resulted in intraperitoneal stent placement as well and emergency operation for pulling the other stent into the stomach." And "stent tip got shaped like balloon", there is a possibility the stent was misplaced and resulted in intraperitoneal placement due to the strong pressure at the patient's lesion during placement. There is a possibility the stent looked to be the shape like a balloon due to the shape and condition of the hepatic duct, intrahepatic bile duct obstruction etc (the distal part is 15mm of bare uncovered portion therefore fits the shape of the anatomy). Then, it is considered the other stent that was used was misplaced due to the same reason and emergency operation was performed for re-adjustment. However, it is impossible to identify the exact cause since it is hard to recreate the situation at the time of procedure. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.